Manufacturer narrative:
Evaluation was not possible, as the product was not returned. A search of the complaint database did not reveal any other reports against the manufacturing lot. The initial reporting indicated the product was not suspected of failing to meet specifications or contributing to the event. The investigation could not verify or draw any conclusions about the reported instability; however, provided information indicates the size device inserted at primary surgery did not achieve the desired stability. The reported patient pain is likely related to the reported instability. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address unstable, painful knee.